Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A third cds was advanced in an attempt to stabilize the clip and reduce the mr. Grasping was performed, but there was no reduction in mr; therefore, the clip was not deployed and the patient was sent to mitral valve replacement surgery for treatment. The patient was confirmed to have a good outcome. No additional information was provided. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report that the second clip delivery system (cds) came in contact with the first deployed clip causing the clip to detach from one leaflet, which resulted in increased mitral regurgitation and surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a large posterior flail and it was determined that this would be a multiple clip case. The first clip delivery system (cds lot # 50506u116) was advanced to the mitral valve leaflets in order to deploy the clip very medial. When advanced to the left ventricle, the clip became caught in the chordae. After approximately 20 minutes of troubleshooting, the clip could not be removed from the chordae. The leaflets were able to be grasped with good insertion; therefore, the clip was deployed with a slight mr reduction to 4. The second cds (lot # 50706u216) was advanced to the mitral valve and attempted to be positioned but the second clip continued to knock into the first deployed clip. The second clip was deployed which reduced the mr to 3. When the second clip was released, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4+.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported device damage caused to another device appears to be related to the user error of the second clip interacting with the previously implanted clip. It should be noted that the mitraclip instructions for use (IFU) warns, use caution not to displace or dislodge an implanted clip when placing an additional clip; clip detachment from leaflet(s) may occur which may result in a single leaflet device attachment (slda) or device embolization. The patient effect of mitral regurgitation (mr) is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that there was no evidence of a device issue in this incident. The need for mitral valve surgery and increase in mr are reflective of the leaflet pathology, and not an issue with the mitraclip device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.